Manufacturer narrative:
(B)(4). This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is unit alarms are not functional. The key failure is the pe valve is leaking. Note: additional failure in irs parts & notes indicates a short circuited power switch. The power switch would be the underlying cause of the unit alarms not functioning. The reason for repair non-functioning alarm issue is a reportable event which is the basis of this 3500a.